Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop and the pump reverts back to the rewind sequence when it is completed. The customer's blood glucose level was 214 mg/dl at the time of incident. Troubleshooting advised customer to remove the battery for 10 minutes and reinstall it and the pump was able to prime. Troubleshooting advised customer to not bolus during the prime process and to monitor the pump. The customer indicated that they were not bolusing at the time of the rewind. Troubleshooting advised customer to monitor the pump and to call back if any further issues.